Manufacturer narrative:
Internal report reference number: (B)(4). Adverse event report is being submitted due to customer going to ems to have blood glucose checked. Customer had tested using the true metrix meter that same day and had obtained the result of concern and stated that he did not have any more test strips available to test. Meter and test strips were not returned for evaluation. Note: manufacturer contacted customer in a follow-up call on 29-jun-2022 to ensure the replacement products resolved the initial concern - able to establish contact with customer who stated replacement products resolved initial concern.

Event description:
Consumer reported complaint for low blood glucose test results. The customer is concerned with test results from results obtained of 140 mg/dl. The customer¿s expected blood glucose test result ranges are 114-120 am fasting, 120-150 pm fasting and 200 mg/dl non-fasting. The customer feels well and did not report any symptoms. Customer stated that on (B)(6) 2022 he had gone to ems station to have his blood glucose checked. Customer stated he did not have symptoms at the time. Customer had tested using the true metrix meter that day and obtained the result of concern; customer stated that he did not have any more test strips available to test his blood glucose. The customer's blood glucose test result when tested by ems had been 114 mg/dl (fasting/non-fasting was not disclosed). Customer did not receive any medical treatment or diagnosis. During the call, a back to back blood test was not performed by the customer. The product is stored according to specification in the living room. The test strip lot manufacturer¿s expiration date is 10/18/2023 and test strips were opened two weeks prior to call. The meter memory was reviewed for previous test result history: (B)(6).

Manufacturer narrative:
Sections with additional information as of 17-aug-2022: h6: updated FDA¿s type, findings and conclusions codes. H10: meter was not returned for evaluation. Test strips were not returned for evaluation. Retention testing was performed using test strips from the same lot. Retention strip lot tested within specifications. Most likely underlying root cause: mlc-058: user had an inaccurate reference: self: the person is using themselves as the reference or how they feel at the time they run the blood test.